Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the balloon could be inflated by injecting sterile water during the test, but it could not be deflated smoothly due to resistance when the water was drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon could be inflated by injecting sterile water during the test, but it could not be deflated smoothly due to resistance when the water was drained.